Event description:
The user facility reported that the cuff leaked during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Customer did not return product.

Event description:
The user facility reported that the cuff leaked during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.